Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.

Manufacturer narrative:
After consultation the hospital thought that the physician's judgement was at fault; operation was not perfect. It was stated that the event was not related to the quality of the lens. All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.

Event description:
A report was received at our (B)(6) office that after an ultrasonic phacoemulsification procedure, an ar40e 21.0 diopter intraocular lens was implanted into the left eye of an (B)(6) year old female patient. The patient complained of red eye and that it was hard to see clearly. After examination, exudation (escape of fluid) was observed in the anterior chamber of the eye, a vitrectomy was performed. No obvious turbid in vitreous. The fundus was clear. After this procedure, the pupil contracted and synechia of the iris was found. The patient can sense light but experienced anopsia. Additional information was requested; however, no further information has been received.